Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 12/23/2020. H.6. Investigation: bd received 6 samples from the customer for investigation. This complaint was submitted for lot number 0100195 but the returned samples were for lot number 0227126. The samples were evaluated by visual examination and the indicated failure mode for moisture in the tube with the incident lot was not observed. Additionally, retention samples from bd inventory for both lot numbers were evaluated by visual examination and no issues were observed relating to moisture in the tube as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported the bd vacutainer® acd solution a blood collection tubes experienced foreign matter in tube biological and non-biological. The following information was provided by the initial reporter: it is reported customer witnessed moisture in vacutainer. The customer stated: "as discussed on the phone, I noticed the moisture this morning and it has never done this before. They are kept at room temperature at all times and we have never had an issue before. I need to know if we can continue to use them or if due to the moisture the seal is broken and should not be used."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported the bd vacutainer® acd solution a blood collection tubes experienced foreign matter in tube biological and non-biological. The following information was provided by the initial reporter: it is reported customer witnessed moisture in vacutainer. The customer stated: "as discussed on the phone, I noticed the moisture this morning and it has never done this before. They are kept at room temperature at all times and we have never had an issue before. I need to know if we can continue to use them or if due to the moisture the seal is broken and should not be used."